Manufacturer narrative:
Other, other text: additional information h7, h9; d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).

Manufacturer narrative:
Additional information h7, h9; d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: one medfusion pump was received with a counterfeit top case. The event history log was reviewed and there was a check syringe plunger sensor message. The power up process was conducted and the check syringe plunger sensor was duplicated. It was found that the flippers on the left plunger case intermittently sticks when the plunger lever was pressed and released. This issue was most likely caused by normal wear given the pump is over 13 years old. The left plunger case was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe sensor issue. There was no reported adverse event.